Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record and UDI number are in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 22-aug-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the "surgeon created g-tube stoma with fundoplication on (B)(6) 2025. Mickey skin level tube inserted during laparoscopic procedure. Morning of (B)(6) 2025 [the patient's caregiver] noted clothing wet and saw that mickey button came out. [The patient's caregiver] pushed it back into the stoma and reported to ER (emergency room). ER doctor inserted new mickey button and [patient] sent home. No noted complications as per ER note." There was no reported injury.

Manufacturer narrative:
The device history record for the reported lot number, 30345784, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements.' One used sample was evaluated. After cleaning and decontamination, the sample was examined in a well-lit area. It appeared in generally clean condition. The molded head, tubing and balloon did not exhibit discoloration or buildup. An obvious hole or tear was not observed in the balloon. The balloon was filled with 5cc water. Immediate leakage occurred from the tubing, below the molded head. The area was examined under magnification. There was a small hole in the tubing which penetrated the inflation lumen. The hole was directly at the base of the molded head. The feed lumen was not impacted. Root cause could not be determined. All information reasonably known as of 17-oct-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.